Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an anomalous hv capacitor was found to be the cause of the extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient heard a sound and felt a vibratory alert. ICD was interrogated and extended charge time was observed. Device was explanted and replaced.